Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 350 mg/dl with nausea, polyuria and small level of ketones associated with a call service alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the call service (cs 088) has not occurred 3 times in 30 days. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/27/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box showed no evidence of a related issue. Data relevant to the alleged event date was overwritten due to continued pump use. The total daily dose was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).